Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that the hardware had no issue, but noticed a large amount of csans in each application and the hard drive was 75 percent full. The reported issue could not be replicated after selecting the scans. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, the navigation system became unresponsive, the mouse was moving normally however clicking the buttons does not execute any action. Site switched to another system. The procedure was completed with the use of navigation. No information was provided on delay and patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.